Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of stimulation on one side. Her implantable neurostimulator (ins) system was investigated and some electrodes indicated fracture. A revision was performed where the ins was repositioned and the leads were explanted and replaced. Stimulation returned with the new leads. The patient was not injured and recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.